Event description:
Misuse of seprafilm [slurry] [device misuse]. Chemical peritonitis [slurry] [peritonitis]. Case description: spontaneous report received on (B)(6) 2011, from a health care provider, via a company representative regarding a male pt. The pt had an unk history. On an unspecified date, the pt received seprafilm slurry during a robotic procedure. The pt experienced chemical peritonitis. The hcp mentioned during the presentation he had used slurry in conjunction with floseal. At the time of this report, the outcome of the pt was unk. No additional info was provided. MFR's comment: the risk-benefit relationship of seprafilm is not affected by this report.